Event description:
It was reported that occlusion alarms occurred. The patient's blood glucose level was at 300 mg/dl customer resolved the issue by changing the cartridge and resuming insulin, and they planned to change the infusion set afterward. The customer declined further assistance or troubleshooting but requested a replacement cartridge and infusion set, which technical support agreed to send, and then closed the case.